Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service specialist (css) reviewed the information provided. The information supports a scenario where that first aspiration of the sample aliquot was incomplete which led to the lower concentration recovery. Siemens could not rule out the pouring of the sample tube into a sample cup as a potential cause. After reviewing the health report, siemens found consistent quick check errors surrounding the refrigeration defroster. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2021-00147 was filed in conjunction to this report for dimension vista 500 instrument (serial:(B)(4)).

Event description:
A discordant, falsely depressed vancomycin patient result was obtained on a dimension vista 500 instrument (serial: (B)(4)). The initial result was not reported to the physician(s). The same sample was repeated on the same instrument twice and on an alternate dimension vista 500 instrument (serial: (B)(4)) twice. The last repeated result from the alternative instrument was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed vancomycin results.